Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during bolus and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.